Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): 200-02-29, (B)(6) - three peg patella 29mm. 02-010-01-0220, (B)(6) - logic femoral ps cem left sz 2. 02-012-45-2020, (B)(6) - lgc tibial fit tray cem sz 2f / 2t.

Event description:
It was reported that this female patient's left knee was revised due to instability. Patient was last known to be in stable condition following the event. Product not returning - patient requested implant.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported was likely due to the reported instability or inclusion of the tibial insert in the packaging recall. Instability may be the result of increased soft-tissue laxity (looseness), inadequate flexion of the implants, or improper positioning or alignment of the prosthesis. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.